Event description:
Customer utilizing the microscan pediatric therapy guide software program reported that pediatric pt records sent by the laboratory info system (lis) utilizing the microscan 2-way mainframe interface software (mfi) are not always flagged as pediactric in the microscan data management system (dms). While the "mic's" (quantitative results) reported by the system are unaffected, this could cause the categorical interpretations (qualitative results) and dosages reported by the "dms" to be incorrect for some pediatric pts.